Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "single-chamber, rate-responsive pacemaker-mediated tachycardia." Canadian journal of cardiology. November 1 2010;26(9):e340.

Event description:
A journal article was reviewed that contained information regarding this lead. It was reported that during the first follow up visit, the patient presented with "muscle activations" in the pocket area. Device interrogation revealed no changes in sensing, capturing, and impedance. The patient declined a pocket revision; therefore, the device was reprogrammed and appears to be still in use. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.